Event description:
It was observed during the device inspection, that the video system center exhibited error code e204. There were no reports of patient involvement.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found error code e204 due to faulty printed circuit board. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.